Event description:
It was reported that technical services (ts) was contacted for consult review of this cardiac resynchronization therapy pacemaker (crt-p) presenting electrogram (egm). Upon review, intermittent far field oversensing which led to inappropriate atrial tachy response (atr) and fallback pacing was observed. It was noted the patient was not symptomatic. Ts discussed programming optimization recommendations. At this time, the crt-p remains in service. No adverse patient effects were reported.